Event description:
Customer reported a cracked touchscreen on the pump, rendering it unresponsive and illegible. There was no reported impact to the customer¿s blood glucose level due to the issue. Technical support arranged for the replacement of the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy.